Event description:
Intralase fs laser was used for creation of channels for intacs procedure. Surgeon reported 1 perforation in anterior chamber with intacs. Also when cutting channels for the implantation of intacs, the surgeon reported difficulties to get intacs through these 'sticky' channels (similar to difficult flap lifts). Pt bcva. Pre-op va = 6/10. Post-op va = 4/10.

Manufacturer narrative:
Evaluation: amo field service engineers and clinical development specialists have been on site for checking, investigating and evaluating of the intralase laser in relationship to the reported events as well as for retraining and advising hospital staff in adjusting and using of the laser. During the laser system checks conducted on site, it was concluded that the laser seemed to have a laser energy issue (amplifier and oscillator). These findings might be considered as potential root causes for the reported difficult flap lifts. The amo field service engineers and clinical development specialists adjusted the laser settings. There was no need to replace components. After fine tuning of amplifier and oscillator and retraining of hospital staff, the issues seemed to be solved.